Event description:
Patient was revised due to an acetabular fracture.

Event description:
(B)(6) 2015-upon further follow up, it was noted that the acetabular fracture was noticed at the time of the original implantation. It is not known if the fracture happened during reaming or trialing. The cup is being changed to an unknown hip instrument.

Manufacturer narrative:
The screw was reported in error. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.